Event description:
It was reported that a patient had a balloon kyphoplasty procedure at l1 level and developed neurological complications shortly after the procedure. Patient was reported to have a displaced bone in the spinal canal at the l1 level and subsequently underwent a posterior decompression and fusion. The patient was reported to have died 2 weeks later from multi-system organ failure.

Manufacturer narrative:
Follow up conversation with physician reporting the event.